Manufacturer narrative:
This supplemental report is being submitted to provide the device history records information in the h6 and h11. Updated fields: h2, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had peeled adhesive around light guide lens. There was no patient involvement.